Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter would not drain urine. The complainant stated that after the catheter was inserted. The patient allegedly felt discomfort and realized that no urine had drained. The complaint stated that the catheter was in place for half of the day. The complainant also stated that the catheter was removed and replaced with out further incident. No patient injury was reported.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter would not drain urine. The complainant stated that after the catheter was inserted the patient allegedly felt discomfort and realized that no urine had drained. The complaint stated that the catheter was in place for half of the day. The complainant also stated that the catheter was removed and replaced with out further incident. No patient injury was reported.